Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("both cornu display proximal end of essure coil protruding out of posterior serosa"), device dislocation ("left fallopian tube- no essure coil material is identified in the lumen") and embedded device ("essure cols in fallopian tubes and imbedded in uterus/essure coil material is identified both in the right and left cornu") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst (benign), chronic cervicitis, adenomyosis and walking difficulty in 2022, migraine in 2021, glaucoma both eyes and refraction disorder of in 2020, chronic lumbago and major depressive disorder (recurrent episode, in partial remission) in 2018, adjustment disorder with mixed anxiety and depressed mood, adjustment disorder with mixed anxiety and depressed mood and chest pressure (at work when has to take deep breaths) in 2017, hypothyroidism in 2007 and overweight (bmi 28.5), parity 3, multi gravida (3), chlamydial infection and condom (for previous contraception). Menstruation: time between periods: 21 to 32 days apart, lasts: 2- 7days, character of period: moderate. Previously administered products included: depo provera for contraception. The patient had a family history of diabetes, blood pressure high, cancer (breast, uterus, ovary, colon) and deep vein thrombosis. As concurrent condition the report mentioned drug allergy. The only concomitant product mentioned was escitalopram oxalate for adjustment disorder with mixed anxiety and depressed mood since on (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy total abdominal laparoscopic with bilateral salpingectomy). The reporter considered device dislocation, embedded device and uterine perforation to be related to essure administration. The reporter commented: patient with (chief complaint) heavy menses, history of anemia, history of sterilization via essure desires hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.508 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2022: history: 8wks post hysterectomy, lower abdominal pain, fever, vomiting, eval for infection, diverticulitis. Findings:lung bases: clear. Liver: normal. Gallbladder/bile ducts: no calcified gallstones. No significant biliary dilation. Spleen: normal. Pancreas: normal. Adrenals: normal. There is a stone along the lower pole calyx of the right kidney which is measuring up to 1.8 cm. Extensive stranding of the fat identified in the low pelvis particularly along the sigmoid colon with thickening of the wall of the colon suggesting focal colitis. Small rim-enhancing fluid collection in the low pelvis which is measuring up to 4.2 cm x 0.9 cm x 1.6 cm in 3 dimensions in the hysterectomy bed. Enlarged left para-aortic lymph nodes are identified measuring up to 10 mm. Free air is noted in the upper abdomen under the hemidiaphragms. Aorta/vessels: normal abdominal aortic diameter (<3cm). Bladder: no significant abnormality. Pelvic structures: no significant abnormality. Soft tissues: no significant abnormality. Bones: no significant abnormality. [Gynaecological examination] on (B)(6) 2022: post-op diagnoses:history of total hysterectomy procedure(s): gynecologic exam under general anesthesia (n/a), revision of vaginal cuff dehiscence findings: vaginal cuff dehiscence with induration of the vaginal cuff and indurated but uninjured epiploica at the vaginal opening [haemoglobin] on (B)(6) 2022: 13.9 g/dl [hysteroscopy] on (B)(6) 2012: sterilization: findings normal cervix, cervical canal, endometrium, cavity, and ostia x2. Thin endometrium. Coils right 1, left 3. Complications: none. Comment: well tolerated. [Laparoscopy] on (B)(6) 2022: pre and post-op diagnosis codes:heavy menstrual bleeding (menorrhagia) with regular cycles, hypothyroidism, history of sterilization - procedure(s): hysterectomy total abdominal laparoscopic with bilateral salpingectomy, cystoscopy . Findings: grossly normal uterus, cervix, ovaries and fallopian tubes bilaterally, normal appendix right lower quadrant, smooth grossly normal liver edge, essure coils in fallopian tubes and imbedded in uterus. [Pathology test] on (B)(6) 2022: surgical pathology - diagnoses: heavy menstrual bleeding (menorrhagia) with regular cycles ; hypothyroidism history of sterilization final pathologic diagnosis: a) fallopian tube, left, salpingectomy:- completely transected fallopian tube- benign paratubal cyst - b) fallopian tube, right, salpingectomy:- completely transected fallopian tube- benign paratubal cyst c) uterus and cervix, hysterectomy - acute and chronic cervicitis - attenuated endometrial glands with predecidualized stroma, consistent with exogenous hormone effect - focal adenomyosis specimens: a) left fallopian tube.b) right fallopian tube, right paratubal cyst (sent together per surgeon) c uterus, cervix. Gross description: left fallopian tube- no essure coil material is identified in the lumen. Right fallopian tube, right paratubal cysts- the proximal lumen contains an embedded essure coil material that appears intact. Uterus cervix- essure coil material is identified both in the right and left cornu and exiting the left fallopian tube stump. However, both cornu display the proximal end of the essure coil protruding out of the posterior serosa and it is unclear if this is secondary to surgical manipulation, as the surrounding serosa is smooth and glistening without gross evidence of inflammation or adhesions. [Ultrasound pelvis] on (B)(6) 2022: due to abdominal pain: ddx: abdominal abscess, pelvic hematoma, appendicitis, diverticulitis, uti, anemia, gastroenteritis, constipation vaginal bleeding 8wks status post hysterectomy, pelvic pain, vaginal bleeding, eval for hematoma, fluid collection findings: uterus: surgically absent. Right adnexa: right ovary not seen. No right adnexal mass. Left adnexa: left ovary not seen. No left adnexal mass. Fluid: none. Other: midline fluid collection or cystic area measuring 1.3 x 0.3 x 1.2 cm with fluid level. No internal vascular flow noted. Right upper quadrant abdomen: findings: pancreas: normal visualized portions. Increased hepatic parenchymal echotexture. Normal hepatoportal flow in the main portal vein. No suspicious mass. Gallbladder: normal. Bile ducts: common duct measures 4 mm, which is normal. No intrahepatic biliary ductal dilation. Right kidney: measures 11.5 cm. Normal echogenicity. Punctate nonobstructing calcification of the right kidney which shadowing measuring up to 5 mm noted. Ascites: none. No gallstones. Punctate calcification of the right kidney. Fatty liver. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("both cornu display proximal end of essure coil protruding out of posterior serosa"), device dislocation ("left fallopian tube- no essure coil material is identified in the lumen") and embedded device ("essure cols in fallopian tubes and imbedded in uterus/essure coil material is identified both in the right and left cornu") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst (benign), chronic cervicitis, adenomyosis and walking difficulty in 2022, migraine in 2021, glaucoma both eyes and refraction disorder of in 2020, chronic lumbago and major depressive disorder (recurrent episode, in partial remission) in 2018, adjustment disorder with mixed anxiety and depressed mood, adjustment disorder with mixed anxiety and depressed mood and chest pressure (at work when has to take deep breaths) in 2017, hypothyroidism in 2007 and overweight (bmi 28.5), parity 3, multi gravida (3), chlamydial infection and condom (for previous contraception). Menstruation: time between periods: 21 to 32 days apart, lasts: 2- 7days, character of period: moderate. Previously administered products included: depo provera for contraception. The patient had a family history of diabetes, blood pressure high, cancer (breast, uterus, ovary, colon) and deep vein thrombosis. As concurrent condition the report mentioned drug allergy. The only concomitant product mentioned was escitalopram oxalate for adjustment disorder with mixed anxiety and depressed mood since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy total abdominal laparoscopic with bilateral salpingectomy). The reporter considered device dislocation, embedded device and uterine perforation to be related to essure administration. The reporter commented: patient with (chief complaint) heavy menses, history of anemia, history of sterilization via essure desires hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.508 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2022: history: 8wks post hysterectomy, lower abdominal pain, fever, vomiting, eval for infection, diverticulitis. Findings:lung bases: clear. Liver: normal. Gallbladder/bile ducts: no calcified gallstones. No significant biliary dilation. Spleen: normal. Pancreas: normal. Adrenals: normal. There is a stone along the lower pole calyx of the right kidney which is measuring up to 1.8 cm. Extensive stranding of the fat identified in the low pelvis particularly along the sigmoid colon with thickening of the wall of the colon suggesting focal colitis. Small rim-enhancing fluid collection in the low pelvis which is measuring up to 4.2 cm x 0.9 cm x 1.6 cm in 3 dimensions in the hysterectomy bed. Enlarged left para-aortic lymph nodes are identified measuring up to 10 mm. Free air is noted in the upper abdomen under the hemidiaphragms. Aorta/vessels: normal abdominal aortic diameter (<3cm). Bladder: no significant abnormality. Pelvic structures: no significant abnormality. Soft tissues: no significant abnormality. Bones: no significant abnormality. [Gynaecological examination] on (B)(6) 2022: post-op diagnoses:history of total hysterectomy procedure(s): gynecologic exam under general anesthesia (n/a), revision of vaginal cuff dehiscence findings: vaginal cuff dehiscence with induration of the vaginal cuff and indurated but uninjured epiploica at the vaginal opening [haemoglobin] on (B)(6) 2022: 13.9 g/dl [hysteroscopy] on (B)(6) -2012: sterilization: findings normal cervix, cervical canal, endometrium, cavity, and ostia x2. Thin endometrium. Coils right 1, left 3. Complications: none. Comment: well tolerated. [Laparoscopy] on (B)(6) 2022: pre and post-op diagnosis codes:heavy menstrual bleeding (menorrhagia) with regular cycles, hypothyroidism, history of sterilization - procedure(s): hysterectomy total abdominal laparoscopic with bilateral salpingectomy, cystoscopy . Findings: grossly normal uterus, cervix, ovaries and fallopian tubes bilaterally, normal appendix right lower quadrant, smooth grossly normal liver edge, essure coils in fallopian tubes and imbedded in uterus. [Pathology test] on (B)(6) 2022: surgical pathology - diagnoses: heavy menstrual bleeding (menorrhagia) with regular cycles ; hypothyroidism history of sterilization final pathologic diagnosis: a) fallopian tube, left, salpingectomy:- completely transected fallopian tube- benign paratubal cyst - b) fallopian tube, right, salpingectomy:- completely transected fallopian tube- benign paratubal cyst c) uterus and cervix, hysterectomy - acute and chronic cervicitis - attenuated endometrial glands with predecidualized stroma, consistent with exogenous hormone effect - focal adenomyosis specimens: a) left fallopian tube.b) right fallopian tube, right paratubal cyst (sent together per surgeon) c uterus, cervix. Gross description: left fallopian tube- no essure coil material is identified in the lumen. Right fallopian tube, right paratubal cysts- the proximal lumen contains an embedded essure coil material that appears intact. Uterus cervix- essure coil material is identified both in the right and left cornu and exiting the left fallopian tube stump. However, both cornu display the proximal end of the essure coil protruding out of the posterior serosa and it is unclear if this is secondary to surgical manipulation, as the surrounding serosa is smooth and glistening without gross evidence of inflammation or adhesions. [Ultrasound pelvis] on (B)(6) 2022: due to abdominal pain: ddx: abdominal abscess, pelvic hematoma, appendicitis, diverticulitis, uti, anemia, gastroenteritis, constipation vaginal bleeding 8wks status post hysterectomy, pelvic pain, vaginal bleeding, eval for hematoma, fluid collection findings: uterus: surgically absent. Right adnexa: right ovary not seen. No right adnexal mass. Left adnexa: left ovary not seen. No left adnexal mass. Fluid: none. Other: midline fluid collection or cystic area measuring 1.3 x 0.3 x 1.2 cm with fluid level. No internal vascular flow noted. Right upper quadrant abdomen: findings: pancreas: normal visualized portions. Increased hepatic parenchymal echotexture. Normal hepatoportal flow in the main portal vein. No suspicious mass. Gallbladder: normal. Bile ducts: common duct measures 4 mm, which is normal. No intrahepatic biliary ductal dilation. Right kidney: measures 11.5 cm. Normal echogenicity. Punctate nonobstructing calcification of the right kidney which shadowing measuring up to 5 mm noted. Ascites: none. No gallstones. Punctate calcification of the right kidney. Fatty liver. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.